Manufacturer narrative:
Based on the claim against the product by the customer noting direct coupling, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 8 uses remaining after this last usage. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. An isi received a video clip related to the alleged complaint. A review of the video clip was conducted by isi clinical development engineer (cde). The following additional information was provided: some minor thermal effects were observed on fat tissue and fascia in the grips of the fenestrated bipolar forceps (fbf) instrument when the mcs instrument was activating energy. The tips of both instruments were in close proximity at the time. For electrocautery to function, there must be a return pathway for energy to take back to the generator. For monopolar energy, this is meant to be the neutral pad. For bipolar energy, the tips serve as the return electrode. In all cases, energy will take the path of least resistance. This is not unique to da vinci or to the erbe generator. The monopolar energy taking the path of least resistance back to the generator, which was the fbf tips in nearby proximity. This only occurred when the fbf instrument was connected to the generator because that is when the return pathway existed. The cde recommended the surgeon to not activate monopolar energy when there is conductive material nearby to avoid this issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had unintended sparks during use. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was used on the left hand and was energized when monopolar energy was energized. The instruments and endoscope were installed in the following sequence: da vinci 8mm cannula was installed on the arm 1 with the fenestrated bipolar instrument, ez access (wrap protector) was attached to da vinci 8mm cannula with an endoscope was installed on the arm 2, monopolar curved scissors (mcs) instrument with da vinci 12mm cannula with 8mm reducer was installed on the arm 3, and the tip-up on da vinci 8mm cannula was installed on the arm 4. An integrated electrosurgical unit (iesu/erbe) was used when monopolar energy was energized with bipolar on and bipolar energy was energized instead. The surgeon believed there was a possibility of accidental firing from the erbe. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and no abnormality was found. There was no damage to the instrument after the arcing event occurred. The cannula was inspected prior to use and pin gauge test was passed. An arcing occurred on the bipolar instrument controlled by the surgeon's left hand. The surgeon was cauterizing and dissecting tissue when the arcing event occurred. The iesu setting was set at classic coag effect = 2 and power limit = 40. The instrument was in use for about ten minutes. No instrument collision was reported. The instrument tips did not touch any staples, clips, or sutures while energized. The jaws of the instrument were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The bipolar on left hand was weakly energized while the right foot pedal was depressed. The surgeon believed it could be from an incorrect signal from the console or maybe a generator malfunction. When the bipolar cord on left hand was unplugged and the monopolar on right hand was energized, the burning event on left hand disappeared. There was no injury to the patient and no post-surgical complications. The monopolar curved scissors (mcs) instrument and the associated accessory are not available for return.